Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation, and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, (B)(4), was being used during a knee arthroscopy on (B)(6) 2020 when it was reported that, "(B)(6) was doing a knee scope with the curved lanza for the first time, and the tip broke off in the knee. He was able to retrieve the tip and there were no other complications." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with a 2-minute delay. This report is being raised on the basis of malfunction with potential for injury upon re-occurrence.

Manufacturer narrative:
Evaluation of the returned used device found inner blade tip broken off from the inner blade shaft. Suspect the tip was damage during of shaving of hard bone. The manufacturing documents from the device history record (DHR) have been reviewed with special attention to the manufacturing and inspection of the product. The DHR review found a nonconformance related to the manufacture of the product. A two-year non-conformance report for the rework of this part number, found only one instance related to tip breakage. There are 3 complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame 7,997 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0008. Per the instructions for use, the user is advised always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not stall handpieces, damage can occur. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.